Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed smoke from the cell-dyn sapphire analyzer. The customer observed multiple error codes (missing reagent, vacuum and pressure too low, loss of power), smelled a burning odor, and observed smoke coming from the instrument. The analyzer was disconnected from power. Evidence of fire was observed when the analyzer covers were removed; burned motor processor (mpm) and cables were found. No injuries were reported.

Manufacturer narrative:
Customer observed smoke and a burning odor from the cell-dyn sapphire analyzer, serial number (B)(4). There were also multiple errors related to different monitored systems on the analyzer. An abbott field service engineer was dispatched to the account and found the damaged motor processing module (mpm part 8960160001), cables connected to this board, and black areas on the chopper driver module (cdm part 8960042701) boards above the motor processing module (mpm). The damaged parts were replaced and the analyzer was returned to normal operation. Investigation of the customer issue included an examination of the returned parts, a review of instrument service, a review of the complaint text, a search for similar complaints, and a review of product labeling. Examination of the returned parts showed burning of the motor processor module (mpm) originated on the mpm in the area of capacitor c27 and the power cable connector to the mpm. Due to the damage to the power control board (pcb) and power connector, further determination of the origin cannot be determined. The returned board did not include capacitor c27, connection points were open and showed one leg of the original capacitor only. The likely cause of the damage was failure of capacitor c27 that caused the burning of the capacitor. This burning caused the burns and melting of the power connector. The first three pin connections on the board for the main power cable connection were no longer on the board due to burning of the connection point. The damage to the chopper driver module mounted above this board indicates that while it was exposed to the event, the cdm was not the cause of the damage. Cell-dyn sapphire analyzer serial number (B)(4) service history was reviewed and no contributing factors were found. No subsequent reports of smoke/burn issues were identified. Mpm part 8960160001 part replacement history was reviewed across all instruments for a 12 month period. This was the only incident where the replacement was due to a smoke/burn issue. This part is only used for cell-dyn sapphire analyzers. Historical data was reviewed and no adverse trend was identified. Product labeling was reviewed and found to be adequate. The issue was resolved through normal troubleshooting procedures. Based on all available information and abbott diagnostics complaint investigation for the cell-dyn sapphire analyzer, no product deficiency was identified.